Event description:
It was reported that the subject device's cable material was disintegrated. The issue was identified during preparation for use for an unknown diagnostic procedure. There was no surgical delay, and the procedure was completed with a similar device. No other devices were connected to the subject device when the failure occurred, and no error messages were observed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's cable material was disintegrated. The issue was identified during preparation for use for an unknown diagnostic procedure. There was no surgical delay, and the procedure was completed with a similar device. No other devices were connected to the subject device when the failure occurred, and no error messages were observed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and sticky cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable material is disintegrated was confirmed due to kink, knot and sticky cable and no image due to faulty charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.